Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no interrogation was possible and the coating of the pacemaker was damaged.